Manufacturer narrative:
510k: this report is for an unknown kirschner wire/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, a cannulated drill bit had a kirschner wire lodged in its cannula. The wire was noticed prior to using the drill bit and the surgeon asked for the drill bit to be removed from the sterile field because of the wire. There was an unknown surgical delay and procedure outcome. Patient was exposed to the dirty instrument. Patient status is unknown. This report is for an unknown kirschner wire. This is report 1 of 1 for pc-(B)(4).